Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to out of rv impedance measurements. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.